Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an rf ablation procedure on unknown date during which the ipg was not put into surgery mode. After the procedure, the ipg was unable to communicate with external device and patient lost therapy. Troubleshooting resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.